Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer noticed that cannula was bent and half way out. Customer's blood glucose was 400 mg/dl. Customer was feeling sick and had dry mouth. Caller was educated on caused of bent cannula. Infusion set could not be returned due to being thrown away. Caller was advised to call back should issue persist.